Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was confirmed that the device did not show any signs of movement (rotation/oscillation/reciprocation) and the needle bearings were corroded. The assignable root cause was determined to be traced to component failure from wear. The device will be repaired. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the sagittal saw attachment device did not show any signs of movement (rotation/oscillation/reciprocation) when the motor was working. It was further observed that the needle bearings were corroded. It was further determined that the device failed pretest for check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was jammed post surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.